Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The returned sample was received inside a plastic bag without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the female luer was broken. Functional test: 32 samples were assembled and leak tested by manufacturing procedure and no leaks were found. One sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak, the equipment is capable to detect the piece as reject. The root cause of the issue could not be determined; the most probable root causes is the female luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that, during the use of the warming tube, the patient-side connector broke. No patient injury was reported.